Manufacturer narrative:
The following fields have been updated with additional information: d.2. Medical device catalog#: 363095. D.4. Medical device expiration date: 2020-03-31. D.4. Medical device lot#: 9185785. D.4. Unique identifier (UDI)#: (B)(4). H.4. Device manufacture date: 2019-07-04.

Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes were overfilling. This occurred on 10 occasions after use. The following information was provided by the initial reporter: customer observed an increased incidence of overfilled tubes received in the lab prior to loading on the analyser. It was confirmed on investigation that tubes were collected at different collection centres, by different phlebotomists. Collection techniques included msn, wingset and needle and syringe collects where a btd was used to transfer the blood into the tube. Lab staff requested recollects of overfilled tubes.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for overfilled with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes were overfilling. This occurred on 10 occasions after use. The following information was provided by the initial reporter: customer observed an increased incidence of overfilled tubes received in the lab prior to loading on the analyser. It was confirmed on investigation that tubes were collected at different collection centres, by different phlebotomists. Collection techniques included msn, wingset and needle and syringe collects where a btd was used to transfer the blood into the tube. Lab staff requested recollects of overfilled tubes.